Event description:
Related manufacturer reference number: 1627487-2024-00099. It was reported that patient did chiropractic care and after was unable to enter MRI mode. Patients leads have high and low impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates that one of the patients leads was fractured. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein patients whole system was attempted explanted to address the issue but physician was unable to explant patients leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.